Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patient information was not crossing over to pyxis station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over to the station. The technical support specialist ran a site downtime query and confirmed that messages were current with no patient delays in the health site viewer. Attempts to contact the user were unsuccessful. The issue persisted, prompting the team to reboot synchronization and the care fusion coordination engine (cce). No errors were found in the event logs, and services were running. The tss monitored the processing unit usage on the application server was at 79%. The customer requested monitoring every two hours due to dissatisfaction with communication. A subsequent incident reported cce connectivity issues. The tss found outdated extensible markup language timestamps. Although the cce was connected and although services were up, the system was unresponsive. A reboot restored functionality, updated timestamps, and resumed message flow. The tss confirmed that the processing unit usage dropped to 34%, health site viewer notices cleared, and device communication was confirmed. The customer verified successful data publishing and requested continued monitoring. The tss confirmed the issue was resolved and the system was functioning as expected. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.